Event description:
It was reported that boston scientific technical services (ts) was asked for a consult about noise. Ts informed that it appeared to be the beginning of a lead issue and recommended bringing the patient in for testing. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).